Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6); 4298 implantable pacing lead implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient fell and complained of left arm swelling and discomfort. The pain and swelling resolved; however, upper limb venous duplex scan completed for left limb pain showed acute deep venous thrombosis of the subclavian, axillary, brachial, radial, and ulnar veins and acute superficial venous thrombus in the basilic vein. Medication was given and the system remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.